Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.

Event description:
The patient reported a motor error alarm after changing the reservoir. The reported blood glucose at the time of the call was 327 mg/dl, and had been treated. Troubleshooting was performed, and no damage to the drive support cap was noted. The unit was not exposed to high magnetic fields. However, the insulin pump did not pass the displacement test. Advised the patient that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.